Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. The customer reported the police was called to their home. The customer's blood glucose was unknown at the time of incident. The customer did not provide further information about the hospitalization. The customer declined to return the insulin pump for analysis.